Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's tower door failed to open frequently, and the hardware was faulty. The field service engineer (fse) checked the station and found no failures. The fse ran diagnostics, resecured the latches, and tested the system. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door failed to open frequently, and the hardware was faulty. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.